Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the cut wire would not cut. The patient was grounded and everything was connected properly. The procedure was completed with another dreamtome rx sphincterotome using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient, over 18 yrs old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and bent at approximately 49.5cm from proximal end of the device. The cut wire was found to be intact (not broken) but was slightly burnt/blackened near the distal pierce hole. The twist in the working length could be adjusted by rotating the device handle clockwise and anti-clockwise. A functional evaluation found that the degree of device bowing meets the bowing specification. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cut wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cut wire was measured and meets the cutting resistivity specification. The length of the cutting wire was measured and is within specification . The outer diameter of the exposed cut wire measured and meets the specification. The customer complaint of wire would not cut could not be confirmed since the device functioned as intended with respect to electrical functionality. Therefore, the complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cut wire would not cut. The patient was grounded and everything was connected properly. The procedure was completed with another dreamtome rx sphincterotome using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.